Manufacturer narrative:
The device is not available.

Event description:
It was reported that during the procedure the subject coil prematurely detached inside the microcatheter. The prematurely detached coil and the microcatheter were successfully removed from the patient as one unit. The same microcatheter was used again to finish the procedure. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available during the procedure the subject coil prematurely detached inside the microcatheter. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure the subject coil prematurely detached inside the microcatheter. The prematurely detached coil and the microcatheter were successfully removed from the patient as one unit. The same microcatheter was used again to finish the procedure. There was no clinical consequence to the patient due to the reported event.